Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22085393; medical device expiration date: 11-aug-2025; device manufacture date: 05-aug-2022; medical device lot #: 22085615; medical device expiration date: 18-aug-2025; device manufacture date: 11-aug-2022.

Event description:
It was reported that 3 of the bd maxguard drop administration set would not prime. The following information was provided by the initial reporter: item will not prime.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2023. H6: investigation summary; a complaint of 5 sets unable to be primed was received from the customer. 6 samples were returned for investigation. 3 samples would not prime. Fluid could not pass the drip chamber. The other 3 samples were able to be primed, but a syringe was connected to a needless valve to help the fluid flow. A device history record review for model mx4436 lot number 22085393 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx4436 lot number 22085615 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. A walkthrough of the manufacturing process was performed to identify the root cause. It was determined that the cause was an excess amount of solvent added during assembly. A quality alert was issued to all involved personnel to inform of this failure and reinforce the operations described in the procedure to avoid excess solvent in the product. H3 other text : see h10.

Event description:
It was reported that 3 of the bd maxguard drop administration set would not prime. The following information was provided by the initial reporter: item will not prime.